Event description:
Patient reported infusion device displaying "77" on display screen. He indicated the power pack was in use for 3 weeks. Patient did not provide any further info regarding the event due to being disconnected from the call. Company rep attempted to contact pt, but was unsuccessful. Company rep sent replacement power packs to pt. Patient did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for eval.

Manufacturer narrative:
No product will be returned for eval.